Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 17696940/17767351.

Event description:
It was reported that the patients leads were fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.